Event description:
The customer reported that the device delivered a shock asynchronously which produced an episode of ventricular fibrillation (vf). The vf was then converted to a normal sinus rhythm with a subsequent shock by the same defibrillator.

Manufacturer narrative:
The customer reported that the device delivered a shock asynchronously which produced an episode of ventricular fibrillation (vf). The vf was then converted to a normal sinus rhythm with a subsequent shock by the same defibrillator. A follow-up report will be submitted after philips obtains more info about this event.